Event description:
One blood leak occurred at the 27th reuses. The blood loss was approx. 200-250cc, since the blood was not returned to the pt. The pt was well. It is not known how many pts were involved.